Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with glucose levels reaching 325 mg/dl and remaining above range for approximately 18 hours; the user had run out of insulin overnight, resumed with new supplies in the morning, continued to see readings in the 200¿300 mg/dl range, and later changed all infusion and cartridge supplies after troubleshooting tubing flow and inspecting the cartridge, after which delivery was resumed. Symptoms included thirst. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting with tubing flow verification, cartridge inspection for leaks, and supply replacement, as well as review of device alerts. Investigation of this case revealed no device malfunction observed during troubleshooting, no leaks detected, and effective correction of hyperglycemia after full supply change, while the root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.